Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized, due to hyperglycemia. The reported blood glucose reading was 431 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer's nurse stated that the customer was only checking his blood glucose once per day. Nothing further was reported.